Event description:
A female underwent taa repair in 2008. Two thoracic devices were placed. Prior to the end of the procedure, while closing the groins, it was believed that the pt suffered an mi, cardiac arrested and expired in the or. According to the physician, it was not device related. The pt did have a history of comorbidities, but had been cardiac cleared for the procedure. The family did not want a post done on the pt. The pt expired.

Manufacturer narrative:
Event eval: still under investigation.